Event description:
Healthcare professional reported that a patient was injected with an unspecified dermal filler. The patient did not like the result and the healthcare professional treated the patient with three rounds of hyaluronidase in the lower face. Four months after the last injection, the healthcare professional reported injecting the patient in the cheek and piriform with 3 ml of juvéderm® voluma¿ xc and in the jawline with 2 ml of juvéderm® volux¿ xc. The next month, the patient reported ¿tenderness and swelling¿ on the right cheek. The patient was prescribed cephalexin for 10 days and prednisone 40 mg for 5 days, but the event worsened. The area was ¿highly mobile¿ and ¿felt as if the nodule was moved around within the patient¿s skin when palpated.¿ after questioning, the patient revealed they had been dealing with ¿generalized joint pain¿ that started about 1 month prior to the cheeks being injected and a ¿toe infection¿ at the same time juvéderm® voluma¿ xc/juvéderm® volux¿ xc injection that had been getting worse but improved with cephalexin. The patient had also been dealing with ¿multiple dental issues, including a bone graft¿ that had been having issues, just under the symptom site. Event is ongoing. This file captures the juvéderm® voluma¿ xc, lot number 1002350462.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and h6.

Event description:
Additionally, the healthcare professional reported that 6 months after the last appointment, the patient presented with a ¿recurrent nodule¿ that appeared to be ¿infected.¿ the patient was treated with multiple rounds of hyaluronidase. Event remained ongoing and the healthcare professional that since there was no remaining filler in the patient¿s cheek, they were uncertain if the current nodule was related to the previous filler treatment.